Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 2.25 x 28 synergy drug-eluting stent was attempted to be advanced through a guide catheter to treat the target lesion. However, upon introducing the device to the guide catheter, the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by mfg: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and pulled distally exposing the balloon for approximately 3mm on the proximal side. Struts from the 11th most proximal row onwards distorted and stretched distally over the bumper tip. Stent moved distally on the balloon. The crimped stent outer diameter (od) at the undamaged proximal portion measured within the specification. Based on the complaint report, the damage most likely occurred when the stent edge came into contact with the guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the midshaft polymer extrusion section found one kink at 34mm distal from the hypotube to the midshaft bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 2.25 x 28 synergy¿ drug-eluting stent was attempted to be advanced through a guide catheter to treat the target lesion. However, upon introducing the device to the guide catheter, the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.